Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No adverse patient effects were reported. The device remains in service

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No adverse patient effects were reported. The device remains in service. Additional information was received that data analysis confirmed this device is depleting normally. Normal routine follow ups were recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.